Manufacturer narrative:
Continuation of d10: 2088tc-46 lead, implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have had "multiple infections" with the implantable cardioverter defibrillator (ICD) pocket "requiring multiple surgeries" since the ICD system upgrade procedure. The patient stated they were told "it was because of a dirty defibrillator" and it gave the patient "[escherichia coli (e. Coli)] in the pocket where they put it". The patient also stated "they were supposed to clean it", but "they put the same one back in". The patient also reported that "when they put it back in", the patient "had some complications and they could see the lead", stating "they took it out and put it back in again, then they saw the lead again so they took everything out". The patient noted they are "waiting for everything to heal and for the hole to close" so that a new system can be put "on the other side". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d10 continuation of d10: 7122q-52 lead, implanted on (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the infection started as a hematoma and then the wound dehisced causing erosion. The organisms were identified as e. Coli and methicillin-resistant staphylococcus aureus (mrsa). There was confirmed no compromise to sterility. The ICD system was replaced.